Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device could not be energized during therapeutic, transurethral resection of the prostate (turis) procedure, additionally patient was under sedation. Also, the procedure was completed using the same model, different device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error as electricity could not be energized would not cause or contribute to a death or a serious injury if it were to recur.